Event description:
The facility representative states there was an incident involving the lift and a patient. He states the bolt that holds the hanger bar came out. He states this was from improper maintenance. He states he cannot release any info regarding the injury due to hippa laws.